Event description:
Complainant alleged that while performing CPR on a pt, the device was unable to detect an ECG signal. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.